Event description:
Pt on post anesthesia care unit following abdominal surgery and suffered cardio-pulmonary arrest. Ambu bag and mask was used to resuscitate. It was noted that mask was attached to exhalation part rather that inhalation part for short time. Pt was successfully resuscitated but never regained consciousness. Clinically diagnosed-anoxic encephalopathy. Expired 3/6/97.